Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found it to function within manufacturer's specifications.

Event description:
The hospital reported that, during a case, the unit would not ventilate. The clinician reportedly switched to manual mode of ventilation and rebooted the anesthesia machine. There was no reported patient injury.